Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to reaching elective replacement indicator (eri) with unexpected longevity. It was additionally noted that during follow up the device longevity estimator indicated several months of battery life remaining. A week later the patient was in the hospital with the device at eri and the device reverted to default settings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.